Manufacturer narrative:
Event description, corrected data: it was inadvertently not provided that the device was explanted on the initial report. Explant date, corrected data: the explant date was inadvertently not provided on the initial report.

Event description:
Explant surgery occurred.

Event description:
It was reported that a patient was scheduled to have their vns system removed due to an infection on the lead that occurred after the patient received a tracheostomy. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.